Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation with their scs system approximately 4 weeks ago due to lead fracture and high impedances. Reportedly, the patient lost weight. Surgical intervention may be undertaken as the next course of action to address the issues.

Event description:
Follow-up information identified the patient does have effective therapy, but plans to undergo surgery due to the high impedance issue.